Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 407 mg/dl. Customer did not provided any information about the symptoms due to high blood glucose. Customer current blood glucose level was 342 mg/dl. Auto mode was not on at that time.the insulin pump will not be returned for analysis.